Manufacturer narrative:
It was reported that the surgical clipper charger base caught fire. There was no injury or the need for a medical intervention. Based off photographs of the base, it was determined that the device was part of a corrective action that took place in 2015. Records indicate that the facility had been notified of the corrective action and they stated that they followed through with the corrective action. It is unknown why this one was not destroyed per the instructions in the corrective action notification.

Event description:
It was reported that a surgical clipper base caught in fire.